Event description:
The report rec'd indicated that the guidewire was kinked at the primary curve approx 2-2 cm from the distal end. The problem was identified before starting the procedure. Consequently, the wire was exchanged and was not used in the procedure. The prod was returned for eval and visual analysis identified the distal coil wraps were displaced distally creating a stretched region at the distal tip.

Manufacturer narrative:
Before using a stabilizer steerable guidewire in a procedure, the wire was found "kinked at the primary curve". The wire was not used. Few other details were provided. Analysis of the returned prod confirmed kinks and bends on the wire shaft, as well as add'l damage in the distal region. As rec'd, the specimen does not present any indication of mfg defect or anomaly. The specimen (with the exception of the damage found) is visually and dimensionally correct. The damage presented to the distal 2.75 cm of the specimen appears consistent with removal of the device from the dispenser assembly by incorrect means. The bend damage to the distal tip region, combined with the displaced and stretched coils, appears indicative of grasping the specimen wire by the distal tip to remove the wire from the dispenser assembly. As described in the IFU, "to prevent damage to the distal tip of the guidewire and to prevent the guidewire from springing onto a non-sterile field, carefully remove the guidewire from the dispensing tube. Use the dispenser window to advance the guidewire distal tip, such that the guidewire can be removed by grasping the coated shaft". All history records indicate that the prod met spec prior to shipment. The complaint of damage to the tip region is confirmed. Pending receipt of further info or clarification, handling factors appear to have contributed to the event as reported.